Event description:
Customer reported that while the suture was going through the tissue the needle would pull off the suture. There are no reported adverse consequences to the patient related to this event.